Event description:
The facility sent an infusion pump to service where a baxter technician had discovered a failure code 810:11. Information was requested regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, but no additional information was available. Additional contact information was requested but no additional contact was identified.